Event description:
Initially the customer contacted baxter's technical service center regarding pain while draining, which occurred on the homechoice (hc) during use for peritoneal dialysis (pd) therapy. The home patient (hp) stated there was fibrin in the patient line. The technical service representative (tsr) informed the hp to end the therapy and contact their registered nurse (rn). During a call with baxter customer services to follow up on the reported event, the following was reported. On an unreported date, the patient began treatment with dianeal pd4 ambuflex, dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies (doses, frequencies and lot numbers not reported), intraperitoneally (ip) for pd. On an unreported date, the patient experienced stress, sores in mouth, patient made mistake/ touch contamination/ did not wear a mask/ did not clean the exchange area before starting pd, which caused peritonitis on (B)(6) 2011. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment was not reported. The patient was recovering from the peritonitis. Outcome of stress, sores in mouth, patient made mistake/ touch contamination/ did not wear a mask/ did not clean the exchange area before starting pd, and drain pain was not reported. On (B)(6) 2012, the patient was discharged from the hospital. Dianeal therapies were ongoing. Concomitant medications were not reported. Per the nurse, the peritonitis was not related to dianeal therapy. Causality for stress, sores in mouth, patient made mistake/ touch contamination/ did not wear a mask/ did not clean the exchange area before starting pd, and drain pain was not provided.

Manufacturer narrative:
(B)(4). The complaint is a result of use error and is therefore confirmed. A root cause for the use error was not identified. A batch review was performed for potentially associated lot numbers gd889493, gd889477 and gd888115 with no issues detected during the manufacturing process. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.